Event description:
It was reported there was a programmer screen image malfunction. Follow-up information received found there were lines on the screen, and it was unreadable/unusable. The programmer and radiofrequency head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device cable was damaged with a nick in the cable insulation, exposing the internal wires. Product ID 2090 programmer; product ID 229047 analyzer.